Event description:
The pt had been diagnosed with tetralogy of fallot and had been admitted for open heart surgery. During the procedure, while the pt was on bypass the tubing that drained the blood split in the pump. The perfusionist clamped the tube immediately and no injury to the pt occurred.